Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered several inappropriate shocks and triggered a code 1007. The device had triggered a battery capacity depleted alert since some years ago. The ICD will be changed out, but no date has been defined yet. No additional adverse patient effects were reported.